Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Method code: actual device not evaluated. Result code: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, and failure mode and effects analysis (fmea). The DHR review was not necessary as the issue was customer misinterpretation. (B)(4). Lot history review could not be performed as the lot number is unavailable. The fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The product was not returned; therefore, no visual analysis was performed. User error can not be ruled out as the customer suggested the sealsure® tape may have been overlapped in the load. The instructions for use (IFU) state: "do not overlap the tape onto itself as this may prevent the underlying layer from being exposed to hydrogen peroxide. Unexposed portions of tape will not change color correctly." The customer was educated on the proper way to use sealsure® tape. The customer was also sent an IFU. The issue will continue to be tracked and trended.

Event description:
The customer reported sections of the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad 100s cycle. The load was not affected. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.